Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 693565, implantable tachy lead, implanted: (B)(6) 2012; competitor implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient felt worse since the implantation of the crt-d (cardiac resynchronization therapy) device and possibly it could be a reverse response to the crt-d device. The device was reprogrammed to turn off the crt function which is related to the left ventricular (lv) lead. The device remains in use and the lv lead was inactivated and remains in the patient. The lv lead shows to have been implanted after the ubd (use before date). Patient is enrolled in (B)(4) study. No patient complications have been reported as a result of this event.